Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot. A review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm4660801, was released in a single batch. Batch1: lot qty of (B)(4) units were released on october 7, 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x25 final tightener (part # 279712600, lot # gm4660801 ) was received at us customer quality (cq). The distal tip of the driver was worn. The very distal portion of the tips was rounded, almost worn to the core. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as the end of life indicators for the device. The stripped condition confirms the reported device functionality issue. Conclusion: after a visual inspection per guidance provided in windchill document, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during surgery with a scoliosis patient, during final tightening the torque was inadequate. The surgeon had a hard time getting enough torque as the tip gave after it was in the single inni screw. The instruments lost almost all their recess. The surgery was successfully completed. Concomitant device reported: unknown single innie screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) x25 final tightener. This is report 1 of 2 for (B)(4).